Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve leak occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿small leaked from the hemostatic valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿small was replaced, and the issue was resolved. The case continued. It did not become detached. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood leaked out and hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was minimal. No more than a 1/4 cup.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00002017 and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).